Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The customer returned two used samples. The returned samples were visually inspected and it was found on the second sample that the white luer was not fully inserted into the tubing. No issues were found on the first sample. Both samples were able to be primed and tuned with no issues. A root cause for the customer¿s complaint on the second sample could not be determined, it is not known how or when the luer became loose. No issues were found on the first sample.

Event description:
An ophthalmic surgeon reported that the irrigation tube came off from the handpiece during surgery. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. Additional information and sample has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).